Event description:
The rptr stated that the spring retaining arm of the manta ray anterior cervical plate locking tab (that prevents screw back out) did not go over the head of the variable screw. The surgeon replaced the initial screw with a 4.5 mm screw, however the arm did not lock over that screw either. The screw was then removed from the manta ray plate and the left bottom hole was left empty. The exact part number of the plate was not provided. There was no adverse outcome for the pt.

Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. The implants were not returned for eval. The plate was used to complete the surgery. The screw in question was a variable screw. Per correspondence with the distributor, the surgeon replaced the initial screw with a 4.5mm screw. The issue was addressed in a failure modes and effects analysis (fmea). Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.